Event description:
A consumer reported that insulin was administered to them in an e.r. Based on a blood glucose value of over 300 mg/dl obtained on their medisense 2 meter. A comparison reading was 120 mg/dl on the hosp meter and the consumer was then assessed for low blood sugar results because of the insulin administered. An investigation of the complaint revealed that the consumer was using expired test strips to obtain results.